Event description:
2 rns assistants were transferring resident from geri-chair to bed, using the lift. During the transfer process, resident slid forward out of the lift sheet. In falling, the resident hit his head on the bedside stand, landing on the floor on his right side. Resident had a skin tear to right forearm (2 cms) a red swollen area on right forehead (6 x 6 x 5 cm) and abrasion to right knee. Md and family noted. Resident was monitored closely overnight. On 4/28/95, a change in resident was noted. He was found to have fracture of right hip and left tibia. Resident returned to facility on 5/1/95 and is doing well. In investigating and reenacting this event, it has been determined that the lift did not cause the event; the lift and lift sheet are in good working condition. Staff involved in the event state the equipment did not malfunction. Resident does at times stiffen his body out completely, and to the best of the staff's knowledge, feel that this is what happened to cause the sudden movement of resident out of the lift sheet.